Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown. The customer treated with corrections. The customer believes the problem was the insulin pump and her doctor had problems downloading the result. The customer was advised via email that troubleshooting will need to be performed in order to determine the cause of the problems you are experiencing. The customer was advised to contact 24 hour helpline.